Event description:
A customer reported that the laser would not boot up and both lights were out prior to procedures. A backup system was used to initiate and perform the procedure. There was no pt involvement. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).